Event description:
A customer contacted beckman coulter inc. (Bci) to report smoke coming out of the back of the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported or occurred due to this event.

Manufacturer narrative:
Customer technical support assisted the customer with troubleshooting and instructed the customer to remove reagents from the chemistry cartridge side and place them in the refrigerator and to shutdown the instrument. A bci field service engineer (fse) found start up capacitor was heating due to a faulty vacuum/pressure pump. Fse replaced pump and capacitor and verified proper vacuum and pressure were delivered. Qc data recovered within established ranges.